Event description:
It was reported that the pump touch screen was unresponsive. No additional information was obtained as customer did not trouble shoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.